Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. A mesh sample has been provided to the md for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that on (B)(6) 2010 the patient underwent and abdominoplasty and at that time was implanted with a davol ventralex mesh. Following implant the patient had complaints of an itchy rash on her abdomen. As reported, the patient is not currently being treated for her reported symptoms; however, is seeking a reactivity test to be performed with mesh. The surgeon reported he does not feel that her symptoms are related nor does he think the mesh is the cause. The patient's surgeon has requested and been provided with a mesh sample for reactivity testing.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and it has been reported that the patient showed a negative response to the mesh when placed on his skin. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the davol mesh used to treat the patient.